Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0876 inches. The test battery was removed and reinserted with no pump error 23 alarm noted during testing. The pump was also monitored for 4 days. Pump error 23 was not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 135 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or unexpected pump suspend anomaly noted. Performed another calibration with the pump at 90 mg/dl. After calibration was completed, the alert on low alert and the suspend on low alarm functions properly during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 88 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 15-jul-2025 listed on smartsolve due to insufficient data in the trace/history files (primary (B)(4)). Perform the history review 1 week prior to the event date 15-jul-2025 in the pump history file and found 2 failedbatttest (58) on (B)(6) 2025, 1 pump error 23 on (B)(6) 2025 and 2 battoutlimit (6) on (B)(6) 2025 (primary (B)(4) and the related (B)(4)). Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). Unable to confirm alleged discrepancy between sg value and bg value. Delivery anomaly-unexpected suspend (low sg) not confirmed. Alarm-a329-pump error 23 not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer reported a discrepancy between sensor glucose and blood glucose which is not within range, unexpected suspend (low sensor glucose). The customer received pump error 23 (post-reset ram crc alarm). The customer experienced hyperglycemia with blood glucose value of 169 mg/dl. The customer reported hyperglycemia was treated with manual injection. The customer was passing on the floor and was hospitalized and stayed for 2 days and the customer can confirm it wasn't related to her diabetes. Temporary loss of consciousness due to reduced blood flow to the brain. The customer was diagnosed with syncope. The event involved product(s) unk_sensor, mmt-242a, mmt-1884, mmt-332a. Troubleshooting was performed. The customer was able to clear errors and complete the rewind process. The customer has not been using the insulin pump system within 48 hours of reported high blood glucose event. The sensor glucose value was 50 mg/dl, while the blood glucose value was 169 mg/dl, resulting in a difference of 119 mg/dl. This difference was outside the target range, and insulin delivery was suspended due to the low sensor glucose value (50 mg/dl), triggering a suspend on low/suspend before low event. Low limit in the sensor settings was 70 mg/dl. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. No product return is required for unk_sensor, mmt-242a, mmt-332a. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a discrepancy between sensor glucose and blood glucose which is not within range, unexpected suspend (low sensor glucose). The customer received pump error 23 (post-reset ram crc alarm). The customer experienced hyperglycemia with blood glucose value of 169 mg/dl. The customer reported hyperglycemia was treated with manual injection. The customer was passing on the floor. The customer was having a loss of consciousness in the past event and reported to the hospital and stayed for 2 days and the customer can confirm it wasn't related to her diabetes. Temporary loss of consciousness due to reduced blood flow to the brain. The customer was diagnosed with syncope. The event involved product(s) unk_sensor, mmt-242a, mmt-1884, mmt-332a. Troubleshooting was performed. The customer was able to clear errors and complete the rewind process. The customer has not been using the insulin pump system within 48 hours of reported high blood glucose event. The sensor glucose value was 50 mg/dl, while the blood glucose value was 169 mg/dl, resulting in a difference of 119 mg/dl. This difference was outside the target range, and insulin delivery was suspended due to the low sensor glucose value (50 mg/dl), triggering a suspend on low/suspend before low event. Low limit in the sensor settings was 70 mg/dl. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. No product return is required for unk_sensor, mmt-242a, mmt-332a. Mmt-1884 was requested, and the customer response was the device will be returned.